Event description:
It was reported that during a lap anterior resection procedure, the instrument jammed during firing and was difficult to open. The surgeon noticed that the closing action and firing action was very stiff. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.